Event description:
During anterior hip arthroplasty, the tip of the "rat tail/curved rasp" instrument broke off in the patient's femur. Broken section was removed from the femur by surgeon and verified that no other pieces remained. The procedure was completed with no injury to the patient. X-ray performed in operating room confirmed that broken tip piece was removed entirely.